Event description:
Journal reference: wider c, pollo c, bloch j, burkhard pr, vingerhoets fjg. Long-term outcome of 50 consecutive parkinson's disease patients treated with subthalamic deep brain stimulation. Parkinsonsim relat disord 2008;14 (2):114-119. The authors describe the long-term outcome in 50 consecutive advanced parkinson's disease (pd) patients treated with subthalamic nucleus deep brain stimulation (stn-dbs). Assessments were carried out at baseline, 6 months, 2 years, and 5 years postoperatively. Stn-dbs is an effective treatment for advanced pd patients, and the beneficial effect is maintained at 5 years. However, worsening occurs over time due to disease progression. Thirty seven patients were available for clinical evaluation at 5 years. Reportable event: at 4 years postoperatively, the patient, who previously had infection and replacement at 3 months, developed a traumatic purulent left parietal wound, again s. Aureus positive, and the electrode and cable had to be removed in this side. After a few days of stable evolution under appropriate antibiotic therapy, the patient died of anaphylactic shock of unidentified origin.

Manufacturer narrative:
.